Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly resulting in a high bg that led to a hospitalization. Bg value was not provided however it was reported that insulin was given as treatment at the hospital. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.